Event description:
It was reported that the patient developed a seroma in the pump pocket. There was a formation of clear yellowish fluid in the pump pocket and the seroma issue had been unable to be corrected, despite efforts to do so. The reporter did not know how long this had been occurred, but state that it could have been weeks or months. The pain management doctor performed a dye study, which revealed no leakage and found the system to be patent. The reporter did not know if there were any volume discrepancies. The reporter confirmed that the event logs were normal. A pump pocket revision case occurred on the date of this report. The catheter was not connected to the pump when they went in for the revision. The reporter was unsure how or when the catheter became disconnected from the pump. During the revision, the pump was re-anchored or ¿tacked down¿, the pocket was revised, and the catheter was connected to the existing pump. During the revision, the doctor did not feel comfortable doing any priming, bolusing, dose changes, etc. And may have wanted to program the pump to minimum rate mode, so they planned to contact the pain management doctor. Prior to the revision, the patient had not complained of any symptoms of withdrawal to the manufacturer representative. When the patient was asked about pain control with the pump prior to surgery, it was stated that ¿it barely took the edge off, but it was better than nothing¿. As of 2015-02-11, the reporter was unsure of the patient¿s condition or whether she was receiving appropriate therapy since the revision. The patient was awake, alert, and talking in the post-operative area following the surgery. The device system was used to deliver fentanyl, bupivacaine, and clonidine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).